Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging an inaccurate delivery of an extra bolus record. This complaint is being reported based on the allegation against the delivery function of the pump and was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/12/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/21/2016 with the following findings: a review of the pump¿s black box revealed the pump was manually suspended and manually resumed. A 4.55 unit bolus was manually programmed and was cancelled due to the pump being suspended. The bolus history recorded 0/00 u for this bolus. The pump was exercised for 24 hours with no un-programmed boluses delivered or recorded in the pump history during that time. A 10 u normal bolus was manually performed and a 10 u audio bolus was also successfully manually performed. There was no hypersensitivity to the keys. The original complaint was unable to be duplicated. Unrelated to the original complaint, the battery compartment was observed to be cracked. The returned battery cap had stripped threads and a test cap was used for testing. There was corrosion observed inside the battery compartment. A leak test verified a leak in the battery compartment. The pump cover was removed and there was no further evidence of moisture damage found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).